Manufacturer narrative:
The device sample was returned for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: circuit melted and patient sustained a shoulder burn which was treated with antibiotic ointment and covered. No further info available.